Manufacturer narrative:
Event date is unknown. As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to: perforation and caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the thrombosis (blood clot) to the placement of the ivc filter. The presence of a thrombus does not represent a device malfunction. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. The briefing mentioned a perforation. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to: perforation and caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: age or date of birth, sex, date of event, date of report, relevant tests/laboratory data, other relevant history, brand name, concomitant medical products, date rec¿d by MFR, PMA/510k, type of reportable event and if follow-up, what type. Event: additional information received per the medical records indicate that the patient has a history of recurrent pulmonary embolism despite anticoagulation.  The filter was deployed via the right femoral vein. The filter was positioned at the l2-l3 level, below the renal veins. The patient tolerated this procedure well and left the operating room in stable condition.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava, blood clots, clotting, and/or occlusion of the inferior vena cava. The patient became aware of the events approximately ten years and eight months after the index procedure. A computed tomography angiography evaluation reported irregular thrombus. A later computed tomography scan evaluation noted the patient's filter had perforated through the walls of the inferior vena cava. These injuries have caused emotional distress, mental anguish, anxiety and stress. Corrected data: initial reporter occupation: other, litigation paralegal. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of recurrent pulmonary embolism despite anticoagulation. The filter was deployed via the right femoral vein. The filter was positioned at the l2-l3 level, below the renal veins. The patient tolerated this procedure well and left the operating room in stable condition. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to: perforation and caval thrombosis. Per the patient profile form (ppf), the patient experienced perforation of filter strut(s) outside the inferior vena cava, blood clots, clotting, and/or occlusion of the inferior vena cava. A computed tomography angiography evaluation reported irregular thrombus. A later computed tomography scan evaluation noted the patient's filter had perforated through the walls of the inferior vena cava. These injuries have caused emotional distress, mental anguish, anxiety and stress. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to (product code).